Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connection, damaged case) has been confirmed. Upon investigation the monitor failed incoming testing due to a failure to power on. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Root cause investigation for the failure to power on is currently underway. A supplemental MDR will be submitted if additional information can be obtained. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had a damaged connector and a damaged case.